Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm adapter / connector was defective / damaged. On (B)(6) 2025, our company received feedback from the warehouse of the maternal and child health center in (B)(6) regarding an adverse event. On (B)(6) our after-sales staff and manufacturer's sales representative went to the hospital to understand the specific situation: on (B)(6) 2025, the patient was diagnosed with ¿retinal hemorrhage¿ and was prescribed intravenous injection of a contrast agent for fundus photography. The nurse inserted the cannula into the patient's vein in accordance with the operating procedures for indwelling needles. After successfully inserting the steel needle, the patient's blood suddenly sprayed out from the white connector of the y-shaped connector (bleeding volume was about 3 ml). The nurse immediately removed the cannula, replaced the contaminated sheet, and reassured the patient. Upon observing the bleeding site, it was found that the white plastic cap of the cannula was damaged, causing the blood to spray out. The nurse replaced the cannula with a new one and successfully inserted it. Our company has reported this incident to the manufacturer and will continue to follow up on their response. At the same time, our company is investigating the use of the same model and batch number in other hospitals, but no similar feedback has been found so far.

Event description:
No additional information is available.

Manufacturer narrative:
1. No defective sample and photo were received. The damaged state of the end cap cannot be identified. 2. DHR/bhr review (lot#4081473): 1) the products of this batch were assembled at intima ii auto line 3 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the end cap batches used in this batch of products are 4085581 and 4085582. Review the raw material inspection records, no abnormalities. 3. Check the retained samples of this batch, and no damaged end cap is found. The 45psi leakage test for the retain sample showed no leakage at the end cap. Conclusion(s): no abnormalities are found in the process and retained sample. Due to the inability to identify the damage state of the end cap, the root cause of the end cap damage and leakage cannot be determined. The factory will continue to monitor and analyze the trends of this defect.